Manufacturer narrative:
Device not working during surgical treatment due to footswitch failure. We are unaware about operator/patient injury.

Event description:
The laser system had a failure that did not allow to use it. No adverse effects to patient have been reported.